Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic for a follow-up and channels with abnormal impedances were found.

Event description:
The user went to the clinic for a follow-up and channels with abnormal impedances were found.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally, an incomplete insertion during implantation surgery is reported with one channel out of cochlea. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.